Event description:
We received the medwatch form 3500a from our customer, (B)(4), and the context stated as below: it was reported to the manufacturer by the end user, per the end user, hemodialysis patient attended regular scheduled dialysis. After completion of dialysis treatment, patient was lifted utilizing the joerns hoyer lift model with the patient's own unknown manufacturer sling pad. Upon lifting and transferring the patient from the dialysis recliner chair to the patient's own motorized scooter, the patient slipped through the sling pad and landed on the floor. The 911 was called and patient was transported to the hospital. The patient suffered a right femoral fracture. Upon speaking with the facility, they stated "the patient and facility knew the sling was the wrong size. Patient refused to use a proper sized sling." The sling model and manufacturer are unknown as the sling is patient owned. It was entered into (B)(4) system to have the lift retruned to (B)(4) for investigation. As of this writing, we have not yet receive the update message from our customer.